Event description:
Doctor reported the screws in teeth location 14,25 and 26 fractured at the body of the screw and were removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k072642.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Three (3) certain® titanium large hexed screw (ilrght) were returned for investigation. Visual evaluation of the as returned product identified the screws fractured at the threads region. Signs of use. Device history record (DHR) review was completed for the subject lot number (1198587). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1198587) for similar events and one (1) other complaint was identified. Review completed utilizing keywords: fracture screw. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of the report.